Event description:
Reporter reported that the unit of measure changed from mg/dl to mmol/l on this freestyle meter. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.